Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The device passed flow accuracy test with -2.1208 % accuracy error after running for 60min's on 125 ml/hr rate, and with -4.0052% accuracy error after running for 60min's on 250 ml/hr rate; the error rate is within spec as it is under 5%. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion of a multi-vitamin at a rate of 250 ml/hr the reported problem occurred during delivery in the intensive care unit. There was patient involvement but no patient injury/medical intervention associated with the problem. No additional information is available.